Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted with an unknown ncb pp plate (exact catalogue number unknown) between (B)(6) 2014 and (B)(6) 2015 (exact implantation date unknown) to treat a distal femur periprosthetic fracture. It was reported that the ncb plate broke on an unknown date without any extra load, trauma or vehicle incident. It was reported that the plate was explanted on (B)(6) 2015.

Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: trend analysis could not be performed as no reference number was available. Compatibility check: the compatibility check could not be performed as no product information was provided. Review of incoming information: it was reported that a ncb pp broke after approximately 6 months without any trauma. Discharge summary of implantation and revision and surgical report of revision were available for investigation. The discharge summary of implantation reported that the patient had total replacement of both hip joints in 2012. It was reported that due to a domestic trauma the patient had a periprosthetic fracture on the lower diaphyseal right femur. The fracture was fixed with a ncb plate and cerclage wires on (B)(6) 2014. It was reported that the x-rays showed satisfactory fracture repositioning and plate positioning. The discharge summary of revision reported that the patient fell down in the bathroom on (B)(6) 2014. It was reported that the x-ray showed the status after osteosynthesis with ncb plate and screws during healing stage, periprosthetic fracture of the lower femur with fragment migration. On (B)(6) 2014 a revision surgery to treat the pp fracture was performed. The surgical report of revision states as diagnosis: closed healing right lower femur fracture after osteosynthesis. Instability of metallic fixator. Total replacement of both hip joints 2012. The reports stated that the ncb plate was removed and a new plate was implanted. Devices analysis: device analysis could not be performed as the product was not returned for investigation. Possible route causes: the information provided in the event and in the medical reports were inconsistent. The event reported the fracture of a periprosthetic plate without any trauma, while the discharge summary reported a fall of the patient in the bathroom and did not state that the plate broke. The surgical report of revision reported plate instability and periprosthetic fracture, but did not state that the plate broke. The type of plate, reference and lot number were not available and the event was inconsistent. Neither photos, nor the device were received for investigation; therefore, the condition of the component was unknown. Patient factors that may affect the performance of the components such as bone quality and relevant medical history were unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. Despite that, all possible causes are reported in the (B)(4) worksheet which is available for every zimmer ncb pp plate and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported, that the patient was implanted an unknown ncb pp plate on (B)(6) 2014. The device broke on (B)(6) 2014. The patient underwent a revision surgery due to the breakage of the plate on (B)(6) 2014.